Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings and absence of no delivery alarm. The customer's blood glucose reading was 405 mg/dl. The customer gave 5.0 units of insulin. Customer also mentioned high reading of 547 mg/dl on christmas day. Customer was assisted with high pressure test and the pump alarmed. The product was not returned for analysis.